Manufacturer narrative:
The product was not returned. A photo was provide of the lens on a black background. The area of interest is circled. This area indicated appears to be a crack or possible a scrape mark. Unable to determine from the photo. Damage in this area could suggest a plunger over/underride during advancement. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Based on our observation of the attached photos, the area indicated appears to be a crack or possible a scrape mark. The presence of clinical solution on the lens cannot be confirmed. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, foreign material on the optic was observed through the microscope after the iol was implanted. The iol was removed and a new lens was used to complete the procedure. Additional information has been requested.